Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: black box shows no evidence of ¿cs006¿ alarm or any unusual error, alarm or warning. The history download was blank. On investigation, the pump powered to a hard ¿cs069¿ alarm upon start up. Product analysis was unable to verify all investigation steps and to adequately investigate reported¿ cs006¿ complaint. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The pump¿s cover was removed with no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (006-ff020000) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.